Manufacturer narrative:
Lot numbers: it was reported there were 2 potential lot numbers dr21e14147 or dr21e17017. Device manufacturer address: (B)(4). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of two (2) clearlink system non-dehp solution sets appeared to be sliced. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: potential lot number dr21e14147 was manufactured on 17may2021 and potential lot number dr21e17017 was manufactured on 18may2021. H10: five (5) devices were received for evaluation. During visual inspection the tubing was observed collapsed/kinked on all samples. The devices then underwent functional testing, including pressure and clear passage under water testing, and the devices performed according to product specifications. The reported condition was not verified. A batch review was conducted on both potential lot numbers; and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.